Event description:
It was reported that the 9600+ system failed to boot and presented a check sum error prior to the first case of the day. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following component has been ordered. Program file assembly (generator). It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.